Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-jul-2017, fse arrived at the site to address the reported event. Fse realigned the cup transfer and the z-axis on the incubator. Then, he calibrated with ft3, lot 34 without any further issues. No further action was required by field service. The most probable cause of the reported event was due to misalignment of the cup transfer.

Event description:
On (B)(6) 2017, the customer reported a cup transfer error at the waste cup transfer with their a1a-900 analyzer. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of bhcg, e2, fsh, and prl patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.